Manufacturer narrative:
(B)(4). The medtronic service engineer replaced the single board computer printed circuit board and the ventilator worked properly.

Event description:
It was reported that during service, the ventilator had no audible alarms. There was no patient involvement.